Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc is submitting a single report on behalf of b. Braun (B)(4) (the MFR) and (B)(4) (the imp). (B)(4). The pump has software version 686g030102. The pump was tested three times for volumetric accuracy with a rate of 275ml/hr and 250ml with results as follows: 1st test: 251ml or 101% of expected volume; 2nd test: 249ml ot 99% of expected volume; 3rd test 249ml or 99% of expected volume. The pump performed within the specifications. In a follow-up call to the facility, the reporter stated she received additional information from the nurse involved. She wrote that it was a full 250cc bag. She also could not confirm if the parameters were entered using the drug library but did note that two other rn's "looked at the machine and it was correctly programmed." The reporter also confirmed that there was no pt injury; the treatment lasted longer than was expected and the pt just wanted to complete the infusion and not have to come back later." The pump's operational log was reviewed. On (B)(6)2013, the pump was turned on at 5:17:24pm. A vtbi of 55ml was set at 5:17:49pm. A new rate of 165ml/hr and a time of 20 minutes was entered in at 5:17:56pm. The pump was turned on to begin infusing at 5:17:58pm. The calculated total time for the infusion is 20 minutes (t=v/r). At 5:18:00pm a pressure level (5) alarm turned on and the infusion automatically turned off at 5:18:01pm. The alarm was confirmed at 5:18:07pm. The total volume infused was 0 ml for duration of 3 seconds. (B)(4). The pump was then turned back on to infuse at 5:18:08pm. The calculated total time for infusion is 20 minutes. At 5:35:53pm an air bubble turned on and the infusion automatically turned off at the same time. The alarm was confirmed at 5:36:56 pm. The total volume infused was 48.79ml for duration of 17 minutes 45 seconds. The total amount infused relative to the timeframe is 100%. The pump was turned off at 5:37:00 pm and turned back on at 5:38:34 pm. A vtbi of 55 ml was set at 5:39:01 pm at the previous rate of 165 ml/hr. The pump was turned on to infuse at 5:39:03 pm. The calculated total time for infusion is 20 minutes (t=v/r). At 5:54:23 pm an air bubble turned on and the infusion automatically turned off at the same time. The alarm was confirmed at 5:54:39 pm. The total volume infused was 41.81 ml for duration of 15 minutes 20 seconds. The calculated time for this volume was 15 minutes 12 seconds. The total amount infused relative to the timeframe is 99%. The pump was turned off at 5:54:42 pm and turned back on at 5:56:04 pm. A vtbi of 165 ml was set at 5:56:23 pm with a new rate of 495 ml/hr and a time of 20 minutes entered in at 5:56:27 pm. The pump was turned on to infuse at 5:56:28 pm. The calculated total time for infusion is 20 minutes. At 6:16:00 pm an air bubble turned on and the infusion automatically turned off at the same time. The alarm was confirmed at 6:16:26 pm. The total volume infused was 161.03 ml for duration of 19 minutes 32 seconds. The calculated time for this volume was 19 minutes 31 seconds. The total amount infused relative to the timeframe is 100%. The pump was turned off at 6:16:29 pm and turned back on at 6:18:15 pm. A vtbi of 285 ml was set at 6:18:34 pm with a new rate of 285 ml/hr and a time of 1 hour entered in at 6:18:39 pm. The pump was turned on to infuse at 6:18:40 pm. The calculated total time for infusion is 1 hour. The infusion was then manually turned off at 7:17:07 pm. The total volume infused for this timeframe was 277.63 ml over 58 minutes 27 seconds. The calculated time for this volume was 58 minutes 27 seconds. The total amount infused relative to the timeframe is 100%. The pump was turned off at 7:17:09 pm and turned back on at 7:18:01 pm. A vtbi of 275 ml was set at 7:18:23 pm with a new rate of 275 ml/hr and a time of 1 hour entered in at 7:18:30 pm. The pump was turned on to infuse at 7:18:32 pm. The calculated total time for infusion is 1 hour. At 8:18:32 pm kvo automatically turned on and the infusion had completed and stopped when the kvo turned off at 8:20:03 pm. The total volume infused was 275 ml for duration of 1 hour. The total volume infused relative to the time was 100%. At 8:20:14 pm a new time of 20 minutes was entered. The pump was turned on to infuse at 8:20:15 pm with the previous rate of 275 ml/hr and vtbi of 275 ml. The infusion was then manually turned off at 8:35:15 pm. The total volume infused for this timeframe was 68.7 ml for duration of 15 minutes. The calculated time for this volume was 14 minutes 59 seconds. The total amount infused relative to the timeframe is 100%. The pump was then turned off at 8:35:17 pm and was not used for the remainder of the day. Based on the results of this investigation, the pump operated as intended. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available, a follow-up report will be submitted.